Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent low glucose events while using the ilet bionic pancreas, including a nadir of approximately 43 mg/dl and a recurring late-morning low after breakfast, following a recent factory reset and a cgm overnight target adjustment; oral glucose was used to treat at least one event, and device-related details beyond user reports were not available. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of medication treatment with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device-related findings and insufficient information to identify a device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.